Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva pulse laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber body measured 322.4 cm from the tip of the connector to the end of the exposed glass tip. The exposed glass tip measured 3 mm and had normal degradation. A functional evaluation revealed that there was no light present from the sma connector, indicating that there was a fracture within the fiber connector. No other problems with the device were noted. The reported event of the flexiva pulse laser fiber connector overheated was confirmed. It is likely that the prolong use of the device or condition of the stones caused the overheating. The device overheating lead to the fracture with in the sma connector. Additionally, the IFU states, take caution. In the event of no output energy, the laser fiber connector hub may be hot to touch. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on may 19, 2022 that a flexiva pulse laser fiber was used in a laser lithotripsy procedure for a stone treatment in the kidney performed on (B)(6) 2022. The laser unit used was a lumenis 100 watt laser console. During the procedure, a burning smell was observed on the fiber connector. There was no reported burn injury to the user or to the patient. The procedure was completed with another flexiva pulse laser fiber. There were no patient complications reported as a result of this event.